Event description:
Our rep is reporting that during a meniscal repair, a portion of the distal tip of a clearfix driver broke off into the patient's joint space. The broken fragment was retrieved from the body, and the procedure was concluded successfully using another same type device without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time engaged in information gathering and is awaiting receipt of the complaint device for evaluation. When the investigation is complete, the results will be the subject in the follow-up report.